Event description:
It has been claimed by the customer that bed goes down automatically. The directional button on the handset stuck inside so the movement of the bed did not stop when the button was released. No information about death or serious injury. Reference MFR report number 3007420694-2013-00030.